Manufacturer narrative:
The manufacturer previously reported information alleging a battery charging error occurred. There was no harm or injury reported. During onsite evaluation of the device by the field service engineer (fse), the customer¿s complaint was confirmed as a "service required" code was found in the ventilator's downloaded error log. The device's internal battery needs replaced to address the issue. Additionally, the system board and fio2 sensor need to be replaced for findings not related to the malfunction/issue.

Manufacturer narrative:
The manufacturer previously reported information alleging a battery charging error occurred. There was no harm or injury reported. During onsite evaluation of the device by the field service engineer (fse), the customer¿s complaint was confirmed as a "service required" code was found in the ventilator's downloaded error log. The device's internal battery needs replaced to address the issue. Additionally, the system board and fio2 sensor need to be replaced for findings not related to the malfunction/issue. The system board and internal battery were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board and internal battery functioned as designed and operated without issue or error codes.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a battery charging error occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.